Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited pacing inhibition and high out of range pace impedance measurements. Surgical intervention was taken to cap and replace the lead and explant the device. No additional adverse patient effects were reported.

Event description:
Additional information was received indicating this lead was viewed under fluoroscopy with no anomalies noted. Readjusting the lead in the device header did not result in any changes. The lead was tested via a pacing system analyzer (psa) and had elevated pacing threshold measurements. No additional adverse patient effects were reported.